Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported. Additionally, a review of the complaint history identified no lot-specific quality issue from this lot. All available information was investigated and a definitive cause for the reported partial clip movement in this incident could not be determined. Additionally, a definitive cause for the reported physical resistance could not be determined in this incident. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report clip movement. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was advanced to the mitral valve and grasping was performed. It was decided to move the clip a little more lateral on the valve. As the clip was already in the middle of the valve, the device was slightly pushed to move the clip lateral. After clip deployment, it was noted that the clip appeared to have slipped back to its medial position on the valve. The physician suspected that he may have been caught on something under the valve, but didn't notice until the cds was removed. Another clip was placed lateral to the first clip with adequate mr reduction. Two clips implanted, reducing mr to 2. There was no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.